Event description:
It was reported that the device made a strange sound and didn't complete the scan. No pt injury was reported.

Manufacturer narrative:
The dcm on the probe was replaced. The system operates as intended.